Event description:
Heel warmer broke open when I squeezed to activate it. Father noticed liquid on patient's hand. Registered nurse (rn) wiped contents off patient and used another prior to lab draw. This product seems to have not been sealed correctly. In the top corner where the product is sealed, the seal does not seem to go all the way across the top. Product was not made properly and unfortunately not noticed until product use. Numbers at the top of the seal are 23070a26.